Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain outside the menstrual period, radiating to one side of the body') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced adenomyosis ("symptomatic adenomyosis suspected"), 13 years after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia for 10 days"), dysmenorrhoea ("debilitating dysmenorrhoea"), fatigue ("chronic fatigue"), arthritis ("distal joint inflammation"), paraesthesia ("paresthesia of the upper limbs") and device intolerance ("syndrome of intolerance to essure"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, adenomyosis, menorrhagia, dysmenorrhoea, fatigue, arthritis, paraesthesia and device intolerance outcome was unknown. The reporter considered adenomyosis, arthritis, device intolerance, dysmenorrhoea, fatigue, menorrhagia, paraesthesia and pelvic pain to be related to essure (ess205). The reporter commented: both implants were found in the fallopian tubes after surgery. The devices have not been retained for expert evaluation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.